Manufacturer narrative:
A sample was received and evaluation has been completed. Inspection of the harmonic device confirmed that the ultrasonic blade had cracked. The broken portion of the blade was returned in a separate container. A review of the device history record for the reported lot was performed. It was confirmed that all required processes were conducted at the time the lot was reprocessed. An internal stock check identified no additional devices from the lot in our inventory. An exact root cause for the reported product problem/issue could not be determined at the conclusion of the evaluation. Upon review of the maude database for the past twenty-four (24) months, approximately 809 reports were found to have been filed by the OEM to tip/blade issues and/or damage. This would indicate that the product problem/issue is not solely caused by reprocessing. If additional relevant information becomes available another supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that, during an unspecified laparoscopic procedure, a piece of the top blade of the harmonic device broke off. The broken piece reportedly fell into the surgical site and was retrieved. Despite multiple good faith attempts the reporting facility was unable or unwilling to provide additional information related to the incident. No adverse patient impact was originally reported. Due to the reported need for medical intervention to retrieve the broken blade piece from the surgical site, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a piece of the top blade of the harmonic device broke off.